Manufacturer narrative:
Siemens is conducting a thorough investigation of this event. The cause for the issue has not been determined yet. A supplemental report will be submitted if additional information becomes available. Internal ID # (B)(4).

Event description:
Siemens became aware of an incident that occurred on the artis q biplane unit. No x-ray was available during an interventional procedure. The patient had to be moved and the exam was successfully completed on an alternative system. At this point in time there is no awareness about impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation revealed that the problem in plane a was caused by a hardware defect. The root cause analysis showed that even though no x-ray image was possible in level a, level b worked as intended. The exchanged and returned high voltage (hv)-cable was examined and found to be defective. It was no longer high voltage resistant. External damage to the cable was also found, however, it could not be determined with certainty whether this occurred before the fault or during the replacement of the cable. In addition, the loss of x-rays could be verified from the logbook also. After replacement of the defective part by the local service organization the system works as specified. The database was checked and neither an error accumulation nor a systematic error was found. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.